Event description:
It was reported that during a lap colon resection procedure, the device was used to dissect tissue. The tissue pad burned completely off. They got a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.